Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have traveled to chile and received a motor error alarm and a compromised forced sensor alarm. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test and a compromised force sensor system alarm during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The pump passed the displacement and rewind test. No rewind anomaly was noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.